Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20 user's test strip had poor storage (bathroom).

Event description:
Consumer reported complaint for lo. Customer feels fine and denies needing medical attention at this time. Customer states normal non fasting range - 120-140 mg/dl. Customer is not storing the strips according to specification in the bathroom. The test strip lot manufacturer's expiration date is 11/14/2018 and open vial date is 8/9/2017. The meter memory was reviewed for previous test result history: lo, (B)(6) 2017, 12:08:00 pm, fasting: no; lo, (B)(6) 2017, 08:46:00 am, fasting: no; lo, (B)(6) 2017, 07:14:00 am, fasting: no.